Event description:
The patient contacted animas on (B)(6) 2012 alleging that the ok keypad button had been intermittently unresponsive for several months. The patient denied damage or moisture to the pump. The patient reportedly wears the pump in a pocket and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. During investigation, evidence of contamination was found under all key contacts.